Manufacturer narrative:
E: phone number extension (B)(4). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a leak in line close to where it connected to pump was discovered. This occurred when patient was priming line, not when attached to patient. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
Device was not returned for root cause analysis. No photographic evidence was provided to aid in investigation. Neither samples nor pictures were received for the analysis of this complaint. The device history record was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint could not be confirmed and without the return of samples, a comprehensive failure investigation could not be performed, and a probable could not be determined.